Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 314.463, synthes lot number: 6074771: supplier lot number: n/a, release to warehouse date: 29-jan-2009, expiration date: n/a, manufactured by synthes brandywine: the material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation is conducted. Visual inspection performed at customer quality (cq) observed that one of the screw holding tabs of the returned cannulated screwdriver was broken. The broken portion was not returned. Furthermore, the end cap of the handle was observed to be slightly loosened, however the cap is still intact with the handle shaft. No new issues were identified on the remaining portions of the device except for the minor worn surfaces on the device that will not affect the product functionality. The given condition of the device is consistent with the complaint description and the complaint condition was confirmed. Drawing review: based on the date of manufacture the relevant drawings were reviewed. Dimensional inspection was not able to be performed on the relevant broken feature as the broken fragments were not returned. However, the dimensional analysis performed on rest of the non-broken tabs measured as following. The remaining three tabs measured the thickness that falls within the specifications per relevant drawing. Furthermore, the surface remnants (surface impressions) of the broken tab was also measured for thickness which confirms that the device tabs were within given specifications per relevant drawing. Lot number review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Also, the material review performed during DHR review showed no issues with material and its properties that would contribute to this complaint condition. Conclusion: a definitive root cause for the given complaint condition could not be determined from the provided information. However, it is likely that any unintended excessive forces during usage such as providing torque with improper alignment could have contributed to complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There is no patient involvement. It is unknown when device broke. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unavailable. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection on an unknown date, the tip of a 3.0 cannulated screwdriver was noted to be broken and would not hold a cannulated screw. There was no patient involvement. Concomitant reported devices: cannulated trauma screw (part: unknown, lot: unknown, quantity: 1). This report is for a cannulated cruciform screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.